Event description:
A discordant elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s), who questioned the result. The sample was retested, and results were comparable to the initial elevated result. The sample was repeated on an alternate method and the result was lower than the initial result. The sample was sent to the main lab for further investigation (interference studies). There are no known reports of patient intervention or adverse health consequences due to the elevated atellica im high-sensitivity troponin I result.

Manufacturer narrative:
The customer from outside the united states reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) limitations section states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." The IFU also states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." Siemens is investigating.

Manufacturer narrative:
Siemens filed MDR 1219913-2023-00251 initial report on 29-sep-2023. Siemens concluded the investigation for an outside the united states (ous) customer observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) results on a serum sample from a female patient. A lower result was obtained on an alternate method and was considered correct by the customer. The atellica im tnih results were greater than the 99th percentile listed in the assay instructions for use (IFU) of 45 pg/ml, while the alternate method result was below the method reference range. Quality control (qc) was in range at the time the sample was run, and the patient sample results were reproducible, which indicates a sample/patient specific incident. The sample was also run at the customer's main laboratory facility post igg immunosubtraction. This result was not provided by the laboratory; however, they noted that interference was detected. This would indicate an abnormal antibody was present which caused the unexpected elevated atellica im tnih results. According to the limitations section of the IFU, " samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." No sample was available to be sent to siemens for further investigation i.e., for any sample interferents that could have caused the elevated results. The atellica im tnih method is a high sensitivity troponin I method while the alternate method is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate troponin I method used for retesting or other alternate methods for troponin will have similar results. Based on the investigation, a product non-conformance was not identified. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.